Event description:
The patient's mother reported the patient has experienced issues with the infusion device and elevated blood glucose for several days up to 392 mg/dl. The patient's normal blood glucose level is 170 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.